Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease flat, opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on the patch/shell bond edge due to an unidentified (tear) opening.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.7, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.